Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens into the patient's left eye (os) but noted the lens was too long. The lens was removed during the same surgery with no patient injury, no incision enlargement or sutures. The surgeon inserted a smaller lens (micl12.1) but the lens would not lay properly in the eye and was removed - see MFR report # 2023826-2014-00408. Another micl12.1 was implanted with no problem.

Manufacturer narrative:
(B)(4). Evaluation codes: method (other): work order search results (other): a lens work order search was performed and no similar complaints were found within the work order. The returned product was visually inspected but was unable to evaluate due to the returned condition - there was dried surgical residue/fibers on the lens surface. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).